Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It is reported separation with leak. Verbatim: I am still collecting data about line breaks, but I found this connection on another tubing set, where the manufacturer has strengthened the line. I have shown this to multiple providers and nurses and we feel that something like this would protect the line from breaking/leaking.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown d.4. Catalog number: unknown d.4. Batch number: unknown h.4. Device manufacture date: unknown.